Manufacturer narrative:
Submit date: 02/24/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports a non-specific issue. The unit was sent to a covidien service center. Upon triage, a service tech found a damaged power cord, the black wire has exposed copper wiring with no burn marks.